Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The blade of the bending tube was cut due to external factors. The adhesive of the bending section rubber was chipped. The control section, up/down plate, remote switch, light guide cover glass, video connector case, and light guide connector were scratched by external factors. Dirt that was difficult to remove was adhered to the universal cord due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event.